Event description:
A healthcare professional reported that a hematocrit result lower than a reference instrument result was generated with an irma trupoint blood analysis system during a cardiac surgery procedure. The irma hematocrit result generated was 26.5% and the reference instrument generated a result of 31%. The patient received 2 additional units of blood based on the irma result. No subsequent adverse events were reported.

Manufacturer narrative:
(B)(4). The associated cartridge lot number used in combination with the instrument is anpkq. Method: no related ncrs were identified for this instrument. The associated cartridge device history records were reviewed and found to meet specifications. Conclusion: the instrument was requested but will not be returned. Itc recommended that the customer repeat the hct correlation with this irma and the reference instrument. Itc has requested all data required for form 3500a.